Event description:
It was reported that the right ventricular lead triggered an alert. The lead showed high impedance, varying impedance, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. It was also noted that the defibrillation conductor was fractured and distorted. There were several conductors with blood/body fluid (not obstructed). The outer insulation had an abrasion (breached). There was blood/body fluid in the outer tubing overlay and the inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The inner tubing was torn. The outer insulation was breached cut and had cosmetic depression. There was a white substance on the exposed defibrillation coil. The helix/lobe was distorted/bent and had blood in/on the mechanism. The lead was stretched. It was visually noted that the lead appears to have been implanted with a bend at the fracture site.